Event description:
It was reported that a system error (se) 2240 alarm (air in set/line) occurred on the homechoice (hc) device during dwell 3 of 4. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) had the hp close all the clamps and cycle the power. The alarm had cleared and the tsr instructed the hp to check the alarm log. The se 2240 was found in the log. The tsr explained the alarm and stated that the hc had ended the therapy. The tsr advised to start over with new supplies or complete the therapy manually. The hp was only one cycle away from being done with their therapy so they chose to be done with the therapy for the night. During the troubleshooting, it was determined that the hp left the clamp open on an unused line. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of the reported event. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.